Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. The pacemaker passed testing that verifies the performance of pacing and sensing.

Event description:
Boston scientific received information that during the replacement procedure for this pacemaker the leads were stuck in the device header and were difficult to remove. The back of the device header was cut off and the leads were successfully able to be pushed out of the barrel of the device header. The leads remain implanted with the replacement device. It was reported the patient was pacemaker dependent and a temporary pacing wire was placed prior to the procedure. No adverse patient effects were reported.